Manufacturer narrative:
Age/date of birth: unknown, not provided. Lot number: unknown, not provided. Expiration date: unknown. Device manufacture date: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by a female patient that she experienced irritation in her eyes with the use of consept onestep. She used consept onetsep for the first time and did not read the instructions for use. She soaked lens in disinfecting solution, and rinsed the lens again before wearing them. She went to the hospital and received levofloxacin 0.5% and odomel 0.1% eye drops. At the time of the patient's call, the irritation was relieved but red eyes remained. Requested product lot number and return of solution; however, patient choose not to provide the lot number, or return the product.

Manufacturer narrative:
The initial MDR did not include the alternative report identification number. Alternative report identification number (B)(4). Device evaluation: a device evaluation could not be performed as the complaint product was not returned for investigation. Manufacturing record manufacturing records review was not performed as lot number of the complaint product was unknown; not provided. Labeling review direction for use, (dfu) for hydrogen peroxide family adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Probable or root cause and product deficiency determination: reported medical symptoms were caused by customer misuse because she soaked lens in disinfecting solution without neutralization and wore the lens, no product deficiency was determined. All pertinent information available to abbott medical optics has been submitted.